Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited noise. The lead was capped and replaced. The patient was doing well and would continue to be followed.